Manufacturer narrative:
Imaging evaluation summary: products implanted: ¿ gore® viabahn® vbx balloon expandable endoprosthesis catalog number bxa085902e summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ cta dated (B)(6) 2023 shows contrast outside of the device on the arterial phase. Sma appears to be occluded. Unable to confirm strut or wire fracture. There is an endoleak present of indeterminate origin. ¿ cta dated (B)(6) 2023 shows the sma to have additional devices implanted and to be patent. No endoleak is visualized and appears to be resolved. The primary device failure mode, reported as a type iiic endoleak due to a device fracture, could not be independently confirmed with the items returned for review. However, cta imaging demonstrated contrast outside of the vbx device consistent with an endoleak of indeterminate origin as captured in the (B)(6) 2023 scan. Subsequent resolution of the endoleak was observed in the (B)(6) 2023 imaging consistent with the reintervention reported on (B)(6) 2023. Neither the origin nor classification of the endoleak could be determined, and a root cause could not be assigned with the available information. Event details allege a fracture of the vbx device in relation to the type iiic endoleak reported in the superior mesenteric artery (sma) where the device was implanted. Strut or wire fracture could not be independently confirmed following imaging review. The sma appeared occluded with no identifiable cause. Further information was requested concerning the fracture location along the length of the endoprosthesis as well as proximity of the fracture to adjacent implants/structures and a potential cause of the fracture. However, no additional details were provided, and the root cause of the reported fracture could not be established with the available information, including review of clinical imaging. In the IFU for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events: potential clinical and device adverse events. Possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: device failure.

Manufacturer narrative:
Additional details were provided from the study coordinator, indicating there was uncertainty whether a stent fracture was present, but rather a hole was identified on the vbx device adjacent to the proximal edge of an everflex stent used to reline the vbx device. An unintended device interaction between the two devices was suspected as the cause of the hole. However, available imaging was unable to independently confirm a hole in the graft or any other structural defect. Therefore, the root cause of the reported stent fracture and/or graft fabric hole could not be established with the available information, including review of clinical imaging.

Event description:
The following was reported to gore from a retrospective study: on (B)(6) 2019, a 73-year-old patient underwent endovascular treatment for a thoracoabdominal degenerative aneurysm. Patient was treated with a cook custom branch device and one gore® viabahn® vbx balloon expandable endoprostheses (vbx-device) and one everflex implanted each in the celiac trunk and in the superior mesenteric artery. In addition, two advanta v12 were placed in the right and left renal arteries. The vbx-devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The device was noted as patent at the end of the procedure. On (B)(6) 2023, the patient was noted to have an endoleak type 3c due to a fracture in the vbx stent in the superior mesenteric artery. On (B)(6) 2023, the patient was noted to have an endovascular reintervention for endoleak type 3c in the superior mesenteric artery. The cause of this was noted to be related to a fracture in the vbx-device. A bentley begraft was placed. The device was patent at the end of the procedure. The patient recovered without sequelae.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3: other code: as the device remains implanted, a further investigation of the device cannot be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested from the study coordinator about possible root cause and if images are available for further investigation. Until now no further information was provided. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.